Event description:
It was reported by service report that the scale display is inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell. Conclusion: customer sent parts to do repairs.